Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the handle would lock and was difficult to open. There was no patient injury, and another device of the same type was used to continue the procedure.

Manufacturer narrative:
Correction: evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. Tissue was found between the jaws. The reported condition was not confirmed. The jaws were not locked shut when the device was received by manufacturer. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the surgeon experienced resistance when closing and opening the handle. It was described that it felt like something jammed within the handle, but no components had broken off. There was no patient injury, and another lf4418 device was used to continue.